Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, the clip would not release from the deliver system. The clip was pulled off of the tissue and fell into the patient. The clip was removed from within the patient. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found there was a kink in the control wire. The clip assembly was deployed. The clip assembly and the over sheath were not returned with the device. The reported event of clip difficult to release from the delivery catheter was not able to be confirmed as the clip assembly was not returned for analysis. However, the issue likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy.according to the complainant, the clip would not release from the deliver system. The clip was pulled off of the tissue and fell into the patient. The clip was removed from within the patient. The procedure was completed using another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.